Event description:
It was reported that the device's brake and steer mechanism is difficult to engage. It was further reported that a staff member sustained a torn leg ligament. Attempts are being made to gather additional details from the user facility.

Manufacturer narrative:
A stryker quality assurance engineer spoke with a representative at the account, and based on the provided information from the account, he determined that the alleged steer mechanism being difficult to engage, which resulted in a staff member tearing a ligament in their leg, was likely not due to any component level defect of the product. It was identified that the account was not properly engaging the steer mechanism. Additionally, the brake mechanism being difficult to engage was also likely not due to any component level defect of the product. It was identified that the account was not properly engaging the brake mechanism. Following the injury, the staff had received a demonstration on the proper way to engage the brake/steer mechanism by a stryker field service technician. H3 other text : device not accessible for testing.

Event description:
It was reported that the device's brake and steer mechanism is difficult to engage. It was further reported that a staff member sustained a torn leg ligament.